Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient went to the emergency room (ER) due to intense pain, numbness and stiffness. The patient was given lidocaine patches.

Manufacturer narrative:
Correction to initial MDR in blocks: b5, h6, and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code: qrb.

Event description:
It was reported that the patient went to the (ER) emergency room due to intense pain, numbness and stiffness. The patient was given lidocaine patches. The patient was doing well.